Event description:
It was reported that the housing of a small volume intermate was cracked. This was noted while filling the device with water, prior to adding any medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 16, 2009 to february 17, 2009. Evaluation summary: the device was received for evaluation. Visual inspection revealed no evidence of a broken/cracked housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.